Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to complete boot-up during power on. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device failed to complete boot-up during power on. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The device would not continue powering on past the initial boot-up screen. The cause of the reported issue was isolated to the system pcb. Due to part unavailability, the device is not able to be repaired. Stryker scrapped the device and notified the customer of how to obtain a new device. Stryker further evaluated the removed system pcb assembly and determined the root cause to be the single board computer inoperative.